Event description:
It was reported that a spectrum infusion pump had an improper shut down and the pump keeps shutting off. It was also reported that there was no serious injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.